Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 anchors deployed together." The allegation did not physically coincide with the device returned. The device and t1 was previously deployed. T2 was not deployed with t1, but rather, it was still seated within the needle track. The depth limiter was attached. The needle showed no signs of damage. There was no permanent bending or bowing observed. The device cycled and actuated properly. T2 was deployed as expected. There was no cause for failure found. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus repair procedure, t1 and t2 anchors deployed together. Ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.